Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that different results were obtained for sodium (na) and potassium (k) from a dimension exl 200 instrument. The customer reported that she replaced the x-tubing, sodium chloride solution, diluent and sensor. Siemens remotely troubleshot the instrument with the customer. The dilcheck bias, the standard a, standard b, sodium chloride, waste flow, flush flow and the pump rate were checked; all were acceptable. The x-tubing was adjusted. The waste port was opened and it was determined that it was draining slowly. Then, the drain was backflushed. The error log indicated there were electrode measurement errors and multiple sampler mixer errors. The customer was advised to replace and align the sample probe, run condition only, and run dilcheck and condition. After completing these recommendations, the customer adjusted the dilcheck bias. Then, quality controls recovered within acceptable ranges. The customer is processing patients without further errors. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Different sodium (na) and potassium (k) results were obtained on 6 patient samples from a dimension exl 200 instrument. None of the results were reported to the physician(s). The samples were sent for repeat testing to an alternate laboratory. The repeat results from the alternate laboratory were not provided. There are no known reports of patient intervention or adverse health consequences due to the different na and k results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that different results were obtained for sodium (na) and potassium (k) from a dimension exl 200 instrument. The customer reported that she replaced the x-tubing, sodium chloride solution, diluent and sensor. Siemens remotely troubleshot the instrument with the customer. The dilcheck bias, the standard a, standard b, sodium chloride, waste flow, flush flow and the pump rate were checked; all were acceptable. The x-tubing was adjusted. The waste port was opened and it was determined that it was draining slowly. Then, the drain was backflushed. The error log indicated there were electrode measurement errors and multiple sampler mixer errors. The customer was advised to replace and align the sample probe, run condition only, and run dilcheck and condition. After completing these recommendations, the customer adjusted the dilcheck bias. Then, quality controls recovered within acceptable ranges. The customer is processing patients without further errors. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Different sodium (na) and potassium (k) results were obtained on 6 patient samples from a dimension exl 200 instrument. None of the results were reported to the physician(s). The samples were sent for repeat testing to an alternate laboratory. The repeat results from the alternate laboratory were not provided. There are no known reports of patient intervention or adverse health consequences due to the different na and k results.

Manufacturer narrative:
Siemens filed initial MDR on 11-feb-2022. Additional information (14-feb-2022): siemens further investigated the issue and reviewed instrument data files. Siemens determined that the customer changed the salt bridge solution before the affected samples were processed. Additionally, calibrations were acceptable when the samples were processed. Quality controls (qc) recovered within acceptable ranges at the time of the event. Sample integrity and preanalytical variables potentially contributed to the different sodium and potassium results. The maintenance performed was part of normal troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.